Event description:
It was reported that the wake button was not working. During troubleshooting with tandem technical support, it was discovered that the wake button was working as expected. The customer resumed insulin therapy successfully. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed their bg with a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.